Event description:
It was reported that the implantable cardiac monitor exhibited undersensing episodes. The intervention and patient's condition were unknown.

Manufacturer narrative:
Further information was requested but not received.